Event description:
During follow-up, loss of capture, high pacing impedance, and high defibrillation impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.